Manufacturer narrative:
The pod was received with cannula deployed. No damages were found on fluid path components and bottom housing that would cause infection at the pod infusion site. The exact cause of the reported infection and skin swelling could not be determined. No issues were found in the received device that would cause any failure in insulin delivery. Cracks were found on the top housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 36 and 48 hours. Symptoms included redness, swelling, and the infected area was "the size of a dime". After unsuccessfully being able to self treat the area, the patient went to urgent care and was diagnosed with an infection and an abscess. The patient was prescribed doxycycline (100mg), to be taken twice a day for 10 days. Patient also experienced high blood glucose (bg) levels (445 mg/dl) and an occlusion alarm with this pod, but was able to get bg levels down with a correction bolus.